Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, when inserting a contrast agent, it disappears out into a hole in the jejunal tube instead of being in the duodenum. The procedure was completed with a non-boston scientific product. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.